Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the ud/rl angulation control knob and angle shaft. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found white foreign material on the air/water tube and air/water cylinder. In addition, the evaluation found the following; due to damage on the right/left and up/down knobs, the water tightness was lost. Due to deformation of the angle shaft, water tightness was lost. The distal end insulation inspection test failed. The ceiling plate was cracked. Due to a cut on the angle wire, the bending section could not be bent in the up direction. The flexibility adjustment ring and switch box had scratches. The suction cylinder had no color. Due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to a cut on the angle wire, the bending section could not be bent in the up direction. The light guide bundle had breakage, the objective lens had a chip, the light guide lens had a chip, the light guide lens had a crack and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a broken cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; air/water tube and cylinder had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.